Event description:
After an undetermined amount of iab therapy, a balloon leak was detected. The iab was removed and not replaced. No pt injury or further complications occurred as a result of this event. No further details or pt info is available.